Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient visited to clinic to request for recommendation letter for her to have a shadow teacher. During the visit a routine device check was performed where affected channels were seen. Between (B)(6) 2023, the mother reported a history of falling but she could not confirm on which side of the head was affected. Furthermore, afterwards the recipient complaint about pain, however, the area of pain was unknown. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient visited to clinic to request for recommendation letter for her to have a shadow teacher. During the visit a routine device check was performed where affected channels were seen. Between (B)(6) and (B)(6) 2023, the mother reported a history of falling but she could not confirm on which side of the head was affected. Furthermore, afterwards the recipient complaint about pain, however, the area of pain was unknown.the recipient has been re-implanted.